Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary left l4-l5 spinal root decompression. On event date, the patient presented with a "left leg dvt". The investigator noted the event as moderate in intensity. The physician prescribed hospitalization and treatment with unspecified anticoagulants followed by coumadin after hospital discharge. The event was reported as resolved with treatment in 10/99. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted surgical complication as a possible explanation for the event. On event date, the patient presented with a "left foot pain". The investigator noted the event as moderate in intensity. The physician referred the patient to a podiatrist who treated the condition with a silicone elastic sleeve when the patient was active. It is unknown if the condition resolved, as the patient was reported lost to follow-up. The investigator noted this event was unrelated to the administration of adcon-l. The investigator noted idiosyncratic effect as a possible explanation for the event.